Event description:
Reportedly, the surgeon loaded the tac into the instrument holder as usual. The tac deployed correctly into position and nothing unusual was noted until the e-z tac instrument was removed. It was then noticed part of the white e-z tac holder from the implant was missing and debris was visualized in the shoulder. The dr found it quite difficult to remove the debris with forceps as the remaining particles were disintegrating as he tried to retrieve them from the wound. The package heat sensitive indicator was light gray. No pt injury reported.